Event description:
It has been reported to philips that the system shut down during a procedure and did not turn back on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the machine automatically switched off and now machine is not switching on. Review of the log files shows rmt - dis: large screen in examination room is not reachable. Upon troubleshooting, the rse determined that the host pc was experiencing a hard disk read error, which was causing the system to hang. Rse proactively ordered a replacement hard disk drive (hdd) for the host pc and issued an onsite work order for further diagnosis. The rse also recommended checking the dip switch settings on the large screen monitor (located at the bottom) and verifying whether the ethernet cable (tsx12) on the other side of the m cabinet was properly connected. To resolve the issue, fse replaced the host pc¿s hdd and reloaded the ghost software, made all necessary adjustments. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.